Manufacturer narrative:
H.6. Code c19: as reported by creganna the lot met all pre-release specifications. H.6. Code b01: engineering evaluation: the engineering evaluation confirmed a dryseal valve leak during inflation. The root cause of the valve leakage was confirmed to be separation between the gds film tube and the trailing outer fitting. The root cause of the film tube ring failure could not be confirmed with the available information. H.6.: code d12: according to the gore® dryseal flex sheath instructions for use, adverse events with may occur and/or require intervention including, but not limited to, vascular trauma. Blood loss, bleeding. Do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6), 2023, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A 18fr gore® dryseal flex introducer sheath was inserted from the left side and a 12fr gore® dryseal flex introducer sheath was inserted from the right side. A proximal of a trunk ipsilateral leg endoprosthesis was deployed from above the bilateral renal arteries. Both renal arteries were covered by the trunk ipsilateral leg as planned because the patient receives dialysis. After a cannulation to the contralateral gate, a contralateral leg endoprosthesis was implanted in the right limb. Then, the ipsilateral leg of the trunk ipsilateral leg was deployed with pushing up in the left limb. It was necessary to push up about 2cm. A touch-up ballooning was performed to each part of the stent grafts. When a non-gore balloon catheter was inserted into the 18fr gore® dryseal flex introducer sheath, the valve of the sheath was broken. It was observed a blood leakage from the valve (amount unknown). A blood transfusion was required. And the balloon was expanded inside the sheath to stop bleeding. Then, an angiography was performed and it revealed a type ii endoleak and an unintentional obstruction of the left internal iliac artery by the ipsilateral leg endoprosthesis. Another gore® dryseal flex introducer sheath (same size) was inserted from the left side. And the ballooning at the distal end of the ipsilateral leg was performed. No additional treatment for the type ii endoleak and the unintentional obstruction of the internal iliac artery was performed. The patient tolerated the procedure. The physician said that he thought the ipsilateral leg was pushed up sufficiently but it wasn't and the sheath was used as usual way.